Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The philips field service engineer (fse) performed troubleshooting with the customer and noticed at 35 the pressure is reading 31.2 cmh2o and advised customer to perform a normal mode start up to zero the pressure transducers and that corrected the issue. The service support also provided service manual to the customer for reference.

Event description:
The customer reported getting pressure accuracy test failure. There was no patient involvement.